Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25nov2020.

Event description:
It was reported to philips that the device had a shutdown during use. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.

Manufacturer narrative:
G4:29jan2021. B4:02feb2021. The device was reported to have been in testing while being set-up for use. The customer had a standby ventilator which was immediately connected to patient and there was no delay in therapy. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer was unable to reproduce the reported issue. The rse worked with the customer to review the errors codes and no failure codes were discovered. The rse advised the customer to run the device performance verification testing. The device passed all testing and was put back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.